Manufacturer narrative:
Complete set of clinical research forms was received, and the following study index procedure and product additional information was noted: reopro administration was bolus (at 5.9cc) and infusion (at 21cc/hr 12 hour duration). Heparin, 3000 units, was administered as well. Act monitoring (highest only recorded) was 204. Direct stenting was performed via femoral percutaneous access. The lesion evaluation was noted as the following: de novo, 32mm lesion length with vessel reference diameter of 3.0 and 90% diameter stenosis. There was no vessel calcification or vessel tortuousity and preprocedure thrombolysis in myocardial infarction (timi) was a grade 3 flow. Two rapamycin clinical units were implanted: a product (2.5 x 18mm) and the other (3.0 x 18mm). The 2.5x18mm stent was deployed at 8 atmospheres, and the 3.0 x 18mm stent was deployed proximal to the first stent at 6 atmospheres in a non-overlapping position. Further stent procedure information indicated that both stents were successfully deployed without incident (no dissection, no procedure related events). These stents were postdialated with a 3.0mm dilatation catheter at 12 atmospheres. Final result of target lesion was noted as 10% (0%) residual stenosis with timi 3 flow. There were no procedural complications: however, final procedure narrative summary was completed and noted the following information: long lesion and planned for two 18mm stents. Attempted to overlap or about but final films showed 2mm separation. After implantation of each stent, there was difficulty withdrawal the delivery catheter balloon systems. The physician wondered if the delivery catheter could have pulled the 3.0x18 stent that was deployed at 6 atmospheres backwards. This product is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. This product is distributed outside the unites states; however it is similar to the united states distributed bx velocity stent. This is the second of two products involved with the reported event, which is associated with manufacturing report number 9616099-2007-01788. (Please note: that this product was initially reported under mfg report number 9616099-2007-01788 on september 7, 2007 as catalog and lot numbers for the two implanted rapamycin clinical stents were unknown at the time of initial reporting).

Event description:
The patient was enrolled in the study and underwent the study index procedure with administration of abciximab (reopro) and placement of two assigned stents in the distal circumflex. The second stent was placed proximal to and separate from the first stent as planned treatment for a long lesion. No reported procedure complications were indicated. However, angiographic core lab reported (after review of film) on a lesion in the proximal circumflex, revealing a 14% final residual in-lesion stenosis with no dissection and thrombolysis in myocardial infarction (timi) 3 flow. However, one day postprocedure and prior hospitalization discharge, the patient experienced a myocardial infarction, which was identified by elevation of ck 2x and ck-mb 3x, the site normal limits. Of note, the patient did not experience subabrupt closure of target vessel out of the catheterization lab and although this event occured, no repeat percutaneous coronary revascularization was performed. Additionally, it was noted that the patient did not experience shock or pulmonary edema and as well as no hemorrhagic/vascular, hematological dyscrasia or other complications. The ischemic/myocardial infarction serious adverse event was graded as moderate severity with no action taken. Outcome indicted resolved. Further information noted that aspirin and plavix were administered one day before, day of, and one day after the procedure.